Manufacturer narrative:
G4: 09oct2019. B4: 25oct2019. Per service engineer, the unit was tested and the customer's reported problem was not duplicated. No problem was found with the unit, and it passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator failed the electrical safety test (pvt test 1). There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the ventilator failed the electrical safety test (pvt test 1). There was no patient involvement. Event date not specified; estimate used.